Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various components of the pump and guided them through several troubleshooting steps. Despite these efforts, the customer could not successfully load the cartridge onto the pump, so they were referred for escalated troubleshooting.